Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the plastic handle on duraloc impactor cracked.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Visual exam found cracking near the polymer handle and impaction end intersect. The handle broke at the first metal pin at the proximal end of the handle but still contained on the shaft. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. H10 additional narrative: corrected: h3.